Event description:
It was reported that a spectrum iq pump had a patient side occlusion malfunction. This occurred during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿patient side occlusion malfunction¿ was unable to be reproduced. The device was unable to be tested for upstream and downstream occlusion detection due to a reload set alarm. A review of the event history log revealed multiple events of upstream and downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no specific component issue was identified. The upstream and downstream force sensor scale factor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.